Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5 - describe an event or problem that should be reported as: the manufacturer received information of dreamstation 2 unit that alleging of pulmonary fibrosis, interstitial lung disease, monoclonal gammopathy of undetermined significance (mgus), peripheric vascular disease with occlusion of right peroneal artery. No medical intervention was reported. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation, and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Section h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of pulmonary fibrosis, interstitial lung disease, monoclonal gammopathy of undetermined significance (mgus), peripheric vascular disease with occlusion of right peroneal artery. No medical intervention was reported. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation, and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device not yet returned to the manufacture.